Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the first proximal stent strut lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm promus element stent was advanced for treatment. However, it was noted that the end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 32mm promus element stent was advanced for treatment. However, it was noted that the end of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.